Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device was evaluated by a zoll technician. The device was tested extensively on a simulator and we were unable to duplicate the reported malfunction. Therefore this claim is being closed as no fault found. It's important to mention the customer did not have electrode pads attached to the patient only ECG leads. Typically reports of this nature do not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device displayed a "poor pad contact" message.complainant indicated that the clinician obtained another device to continue treating the patient.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.